Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the distal tip of flexor high-flex ansel guiding sheath was torn off during an unknown procedure. The doctor experienced difficulty while removing the sheath in order to place the stent into the renal artery. The distal tip of the sheath was left in the aortic artery. A stent graft was done before stenting renal artery. No additional details have been received.

Manufacturer narrative:
A review of the complaint history, drawings, device history record, dimensional verification, documentation, instructions for use (IFU), trends, quality control, and visual inspection of the returned device was conducted during the investigation. One used/damaged flexor high-flex ansel guiding sheath was returned for investigation. The distal tip of the device showed signs of tearing (i.e. Tubing was frayed). Based on the length of the sheath as received, it was determined that 1 mm to 1.7 cm of tubing had detached from the distal end of the sheath. Two post-operative angiography images were provided, the review of which confirmed sheath tip separation from entrapment in the suprarenal stent. The sheath and disrupted suprarenal stent elements were found to be secured in between the main body and giant the palmaz stent. It was observed that the main body was twisted. This may have created a scissor-like effect between the suprarenal stent wires, increasing the likelihood of entrapment. It was determined that the sheath tip separation was secondary to entrapment in the suprarenal stent. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and results of the investigation the most likely root cause may be related to product handling and operational context of the device. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.